Manufacturer narrative:
Replacement part (connection cable) sent on 9-nov-2017 resolved the customer issue. The device was troubleshot onsite, by customer. No further investigation required.

Event description:
Natus medical received a complaint that their neoblue3 was measuring low with the potentionmeter at maximum. The customer confirmed there was no delay in treatment, serious injury, death or environmental/safety concerns.